Event description:
The account alleged that the stretcher had no head end brakes. The foot end brakes hold the head end rolls and swivels. No injuries reported.

Manufacturer narrative:
The account stated that the stretcher had misaligned head end hex rod due to a broken set screw. The account drilled out and replaced the set screw then adjusted the brakes to resolve the issue.